Event description:
The fourth report of a leak involving the ins 8400 accudrain without the reflux valve from the same facility. A (B)(6), male, pt, had the accudrain without the antireflux valve inserted on (B)(6) 2010. Pts from this facility do not receive any sedatives and, therefore, tend to move around a lot. This pts' level of agitation was described as being moderate and it is known that the pt was transported off the unit to have diagnostic studies done. This institution also utilizes a centurian anchor - tubing to prevent the external drainage systems from becoming dislodged, however, it is unk whether this pts accudrain was anchored or not. On (B)(6) 2010, the accudrain was noted to have leaked for approximately 30 minutes. The catheter was not changed, but the accudrain was switched out on (B)(6) 2010, with a unit from another company. The pt did not develop any adverse effects related to this incident. Cultures done of the pts' cerebrospinal fluid were negative. As of this date the pt remained hospitalized related to his underlying medical conditions.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.